Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) of rezf1786 showed two other similar product complaint(s) from this lot number. Both complaints for this lot number (rezf1786) have been reported from the same facility. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that the operator could not connect the catheter to the connector securely, so replaced the connector with a new one and completed the connection procedure.